Event description:
It was reported that during the lead revision surgery on (B)(6) 2016 the surgeon attempted to re-insert the existing lead into the generator. However the high impedance did not resolve therefore the lead was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed during device diagnostics with an impedance value of 5897 ohms. At the recent implant of the lead and generator the impedance was noted to be 2948 ohms. The physician then left the patient programmed at 0.25ma since the patient was not experiencing painful stimulation and she had been receiving efficacy from vns. Further follow-up with the physician found that patient manipulation or trauma are not suspected to have contributed to the high impedance. Instead the physician suspects the lead pin may have shifted which has caused the high impedance. The patient was sent for x-rays however they have not been reviewed by the manufacturer to date. The manufacturing records of the lead and generator were reviewed and found that both devices passed qc inspection prior to distribution. No surgical interventions are known to have occurred to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on mfg. Report #2.

Event description:
A company representative reported that the explanted lead was discarded by the hospital following the replacement surgery.

Event description:
It was reported that the patient was seen by the physician at a follow-up appointment and the high impedance warning message was still presenting. During the appointment the patient reported experiencing painful stimulation in her chest. The generator was then disabled. X-rays were received and reviewed by the manufacturer. There did not appear to be any obvious lead discontinuities in the portion of the lead that could be visualized and the connector pin appeared to be fully inserted. However the presence of a micro-fracture in the lead cannot be ruled out. The x-rays did show that the lead did not have adequate strain relief as described in labeling. The implanting physician was then retrained on proper lead placement. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent lead replacement surgery. A system diagnostic test was performed during pre-op which showed high impedance 10,000 ohms. The generator was then detached from the lead and the generator was tested on it's own. This generator diagnostic test resulted within acceptable limits. The lead was then replaced and the new lead was connected to the existing generator. A system diagnostic test with the new lead and existing generator resulted in an acceptable lead impedance. The explanted lead has not been received to date.